Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg approximately 500 mg/dl). Customer alleged that cause of bg was due to the inaccuracy between the continuous glucose monitor (cgm) reading and the bg meter reading; however, the customer was using a g5 cgm which is not compatible with the device they are currently using for insulin therapy. A manual injection was administered and multiple boluses were delivered address bg. Reportedly, the customer reverted to an alternate pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.